Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 157mg/dl. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the displacement, self test, off no power, and unexpected restart error tests. The pump alarmed motor error during the basic occlusion test due to moisture damage on the force sensor resistor. Unable to verify the compromised force sensor system alarms due to the motor error alarms. Unable to perform the occlusion, prime and excessive no delivery alarm tests due to the motor error alarms. No rewind anomaly noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and cracked battery tube threads.